Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finished goods lot and second for this issue for this lot. The device history record (DHR) shows the product was released per specifications. No sample was received. Therefore, no visual inspection or functional testing could be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the patients intraocular pressure became unstable and irrigation failure occurred during the procedure. The product was replaced and the procedure was completed. There was no patient harm. The sample is not available for evaluation as it was discarded by the facility.